Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found at the forceps elevator and inside the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The additional evaluation findings are as follows: there was corrosion at the forceps lever, the suction cylinder had discoloration, the scope cover plate was unclear, bending angle in the "right" direction did not meet standard value due to wear of the angle wire, the connecting tube had a dent and scratch, and the adhesive around the objective lens was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the inside of light guide (lg) lens had foreign material due to physical stress applied to distal end, small gap was generated in lg-lens adhesive, and dirt and moisture entered inside of lg-lens from the gap. Olympus will continue to monitor field performance for this device.